Manufacturer narrative:
Device passed the rewind, basic occlusion, prime or a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 423 mg/dl and tried to give bolus. Customer stated that the insulin pump had a motor error. Customer also stated that he insulin pump did not receive motor piston encoded alarm. Customer decline troubleshooting for high blood glucose. Customer stated that the drive support cap was normal. Customer was advised to replace the insulin pump. Customer was advised to disconnect from the insulin pump. The device will return for the analysis.